Event description:
A report of difficulty charging due to the implant being implanted too deeply was received. The patient underwent a pocket revision to move the implant. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.